Event description:
A customer reported a cryocyte freezing container of which "the middle port snapped off at the junction after freezing, right where the tubing goes into the bag." The bag contained 58 ml of autologous hpc-a cells, which were infused into a pt who received add'l antibiotic therapy as a result of the break. The hosp lab medical director stated the pt is okay as of 09/06/2006. The bag was stored for approx 4.5 months in liquid nitrogen vapor phase. The donor tube had two heat seals approximately one half inch apart, and the donor tube extended approximately even with the yellow ports. A freezing press and controlled rate freezer were used. The bag was stored in a metal cassette just larger than the bag. An overwrap was not used. Prior to thawing, the cassettes were shipped about a mile via van from the processing facility to the hosp in a dry shipper packed with drapettes and a cryoguard. According to the processing facility at the hosp, the frozen bag was removed from the cassette for inspection three times: at receiving, before taking it to the pt's room, and then again in the pt's room.

Manufacturer narrative:
The processing facility stated they were unaware of any damage, deviations from standard procedure, or recent changes that may have contributed to the break. The bag is available for eval at the hosp. Photos provided by the customer revealed the bag appeared to have the donor tube broken off even with the tubing sleeve. The right membrane port seemed to have the yellow d-ring cap intact, and the left port was spiked with a needle adapter and syringe (presumably to remove the bag contents). The description of the donor tube seal (double sealed, even with the d-ring caps) seemed to be adequate, but cannot be confirmed from the photo sample provided. There is no indication of tubing pullout. Crazing and inadequate or excess solvent bonding cannot be determined. The break appeared to be clean, but somewhat jagged. No details of the thawing process were provided, but there appeared to be several changes-of-hands and opportunities for mishandling of the fragile frozen bag. The conclusion of the eval is that the cryocyte bag and its ports are very fragile when frozen and must be handled with extreme caution. Mfg records for this lot were reviewed. There were no deviations from standard procedure and no issues were noted during the mfg time period. Cryocyte bag complaint data are reviewed monthly by cellular therapeis division quality mgmt. Ctq-CAPA has been initiated to investigate customer reports of cryocyte bag breakages.